Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. Vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The article reported that the patient had a medical history of right chronic subdural hematoma. After the 3rd time of burr hole irrigation, the patient underwent treatment for the right middle meningeal artery (mma). The subject microcatheter was delivered to the frontal convexity branch of the right mma and angiography was performed through the subject microcatheter. Extravasation of the distal mma was observed and the subject microcatheter had perforated the branch. Two unknown types of coils were used for hemostasis, which was reported to have worked well. No other information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The subject device is not available.

Event description:
The article reported that the patient had a medical history of right chronic subdural hematoma. After the 3rd time of burr hole irrigation, the patient underwent treatment for the right middle meningeal artery (mma). The subject microcatheter was delivered to the frontal convexity branch of the right mma and angiography was performed through the subject microcatheter. Extravasation of the distal mma was observed and the subject microcatheter had perforated the branch. Two unknown types of coils were used for hemostasis, which was reported to have worked well. No other information is available.